Event description:
The user facility reported their unit was leaking water. The water spread beyond the washer footprint into the operator walkway. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the washer and found multiple leaks from connections near the drying valve. To repair the leaks, the technician replaced one of the unit's hoses, tightened and replaced several clamps and replaced a worn gasket. The unit was tested, confirmed to be operating to specification and was returned to service. The washer was installed in 2005 and is not under a steris service contract.